Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received buttons was sticky and non-responsive as well as multiple unexplained no delivery and occlusion alarms. Customer¿s blood glucose level was unknown. Customer stated that the rejected new batteries. Troubleshooting was declined. The device will not be returned for analysis.